Event description:
It was reported that the pump miscalculated boluses; however, pump logs were reviewed by tandem technical support and confirmed the pump is functioning as intended and bolusing based on customers settings correctly. The customer went to the emergency room with a low blood glucose (bg) level, value not provided. The customer was treated with intravenous fluids of saline and consuming glucose tablets. The customer was released later the same day with issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.